Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of device expulsion ('essure coils displaced within the uterus'). In an adult female patient who had essure (batch no. 625685-inv,626685) inserted. The patient's medical history included: pelvic pain female, dyspareunia and colon cancer (left colectomy in 2001). On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy and oophorectomy). Essure was removed on (B)(6) 2019. At the time of the report, the device expulsion outcome was unknown. The reporter considered device expulsion to be related to essure. The reporter commented: three coils extruding from each ostium after essure insertion. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram: on an unknown date, essure coils displaced within the uterus. Lot number reported (625685) is inv. Lot number#: 626685, manufacturing date: 2008-03, expiration date: 2010-02 . Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-jan-2021, quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted. Including a batch review, and a review of complaint records and other relevant data. Should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('essure coils displaced within the uterus') in an adult female patient who had essure (batch no. 626685/ 625685) inserted. The patient's medical history included pelvic pain female, dyspareunia and colon cancer (left colectomy in 2001). On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy and oophorectomy). Essure was removed on (B)(6) 2019. At the time of the report, the device expulsion outcome was unknown. The reporter considered device expulsion to be related to essure. The reporter commented: three coils extruding from each ostium after essure insertion. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on an unknown date: essure coils displaced within the uterus. Lot number: 626685, expiration date: ??-feb-2010. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('essure coils displaced within the uterus') in an adult female patient who had essure (batch no. 625685-inv,626685) inserted. The patient's medical history included pelvic pain female, dyspareunia and colon cancer (left colectomy in 2001). On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy and oophorectomy). Essure was removed on (B)(6) 2019. At the time of the report, the device expulsion outcome was unknown. The reporter considered device expulsion to be related to essure. The reporter commented: three coils extruding from each ostium after essure insertion. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on an unknown date: essure coils displaced within the uterus.. Lot number: 626685, expiration date: ??-feb-2010. Lot number reported (625685) is not valid. Most recent follow-up information incorporated above includes: on 6-jan-2021: update of information (batch is not valid). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.